Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with blood glucose exceeding 400 mg/dl for approximately three hours and device alerts for sustained high glucose; inspection of the removed site showed the cannula was not bent but appeared occluded at the tip by skin tissue, and a new site was placed with subsequent improvement in glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, and no assisted care. Investigation included user interview, review of use steps, site inspection, and troubleshooting education. Investigation of this case revealed no device leakage and a likely transient infusion obstruction at the cannula tip, with resolution after site replacement. It was concluded that the event involved hyperglycemia with cause unclear, resolved after infusion site change and continued device use.